Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displays a error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began in the evening of (B) (6) 2010 (time no specified). To manage their diabetes, the patient claimed she takes a combination of diabetes medications (lantus insulin, byetta, and glucophage); however, it is unclear what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. The patient claimed she experienced a low sugar and specified she was shaky on (B) (6) 2010 at approximately 2:40pm. Reportedly at the same time of the patient's symptom, the patient stated she administered self-treatment by having food and/or drink. At the time of troubleshooting, the cca noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.